Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The caller was provided with information on how to reset the pump by technical support and successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.